Manufacturer narrative:
Concomitant medical products: 459888 lead implanted: (B)(6) 2016, dtba1q1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing noted on stored electrograms (egm) causing atrial pacing as well as occasional ventricular safety pacing noted with false device classified termination of atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.